Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: surgery for torn rotator cuff. Cathplace: unk. Pt contacted I-flow's clinical hotline. He alleges that he had a surgery in april of 2010 and believes the pump has caused long term issues with his shoulder, namely, (crunching, popping and burning shoulder with numbness). He does not have the pump to return because his surgery was in 2010. Additional information received (B)(6) 2013: pt indicated he noticed the problem immediately after his first surgery in 2010. At first he thought the surgery was the problem and he later found out from a friend that the on-q pump was the problem. The purpose of the surgery in 2010 was to treat a torn rotator cuff. Pt indicated that his surgeon never explained that he would have a pump and the purpose of the pump. He is currently under the care of a physician and did not want I-flow to contact his physician. He mentioned that he could bring this case to court.

Manufacturer narrative:
Method: the device is not available for return. Without the actual product, an eval and investigation cannot be performed. As no lot number was reported, the device history record and lot history cannot be reviewed. Results: results are not available as no tests were performed. Conclusions: I-flow is unable to confirm the alleged incident, the pt did not want I-flow to contact his physician to obtain additional information. This event represents a report that I-flow believes the FDA should be aware of, as this complaint is reportable due to health sequelae, although the causality is not absolutely certain. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.